Manufacturer narrative:
Additional information added to b5 and h6 based on device evaluation. Investigation is still ongoing.

Event description:
As per product evaluation, it was seen that the esheath+ had also a distal tip split.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during a transfemoral tavr procedure with a sapien 3 ultra resilia valve, resistance when inserting the delivery system with the valve through the 14fr esheath+ was noted when the delivery system was reaching the tip of the esheath+. There were no difficulties during delivery system withdrawal or esheath+ removal. However, the distal tip of the esheath+ was observed to be torn upon removal. There was no patient injury, and the patient remained in stable condition.